Event description:
The rptr stated that he did a back to back blood glucose test, within 10 minutes, using different fingersticks. He stated that the results were 341 and 441 mg/dl. He did not report any symptoms. No further info was provided.